Event description:
It was reported that the patient developed an infection due to a newly implanted device. At system explant, externalized conductors were noted. Fluoroscopy was not performed prior to explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found internal insulation abrasion at 7.5cm to 8.7cm from the distal tip. The re conductors were visible and the etfe coating was abraded at 8.4cm to 8.7cm from the distal tip. Another internal insulation abrasion was found at 10.0cm to 12.4cm from the distal tip. The rv conductors and the inner coil were visible, but the rv conductors etfe coating was intact at the same location. The etfe coating on the re conductors was abraded at 10.4cm to 11cm from the tip.